Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset. The issue occurred with all the infusion sets from the same box. No adverse event reported. Return of the suspect device was requested for evaluation.